Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had x on the screen and a pointing arrow to a book. The customer¿s blood glucose value was unknown. Customer reports they received open book image on the insulin pump screen. The customer stated that the insulin pump error was displayed before the open book image was displayed on the screen customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.